Event description:
It was reported, that there was an error code 41541. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 12/10/2024. One device was returned for analysis. Review of the event history log (ehl) showed a system fault 41,541 occurred 1 0 0 3. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was due to a latch/lock optic flex. As a result, the latch/lock optic flex was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.